Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a hole in the top sterile barrier of an hls set was detected prior to use. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hole in the top sterile barrier of an hls set was detected prior to use. No patient was involved. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on (B)(6) 2022. Upon visual inspection a hole with a diameter of 9,8 mm could be confirmed. As most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. The production records of the affected beq-hls 7050 USA #shls set advanced 7.0 with lot#3000203093 were reviewed on (B)(6) 2022. According to the final test results, the hls set with the lot# 3000203093 passed the tests as per specifications. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. Based on the investigation results the reported failure "hole in tyvekcover" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).